Event description:
It was reported that during a tvt procedure the first needle, (right) side, was inserted without incident. The second needle, (left) side, was inserted and cystoscopy of the bladder was completed. The needle was then pulled through the abdominal incision and the tape was not connected to the needle. The tape was removed from the left side via the vaginal incision, and the right needle was cut from the tape and removed via the vaginal incision. A new device was opened and inserted without difficulty. There were no pt consequences reported.